Event description:
It was reported that a patient with a resolute integrity rx drug eluting stent developed reaction symptoms less than a year later. These included ulcerative colitis, pain swelling in joints, decreased energy levels. The patient also experienced eczema which was reported to be increasingly getting worse. The patient had a patch test revealing a nickel allergy. Patient has no previous stents implanted. Patient treated with medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.